Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the top outer door was found not activating. Side covers were taken off and the gantry door gaps look normal almost touching on top and bottom. Adjusted the door switch to activate sooner. Motion calibration and 3d imaging spin was completed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the gantry would not rotate the tube and the system behaves as the door was open when it was closed. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.